Event description:
A biomedical professional reported the surgeons are observing that gas bubbles in the eye are not lasting as long as they expect. This has been observed for as long as they have had the system. They are working with their sales representative to troubleshoot the issue and adjust the concentration of the gas used in the procedures. There has been no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).